Event description:
The reporter stated that during an endoscopic gastrocnemius release procedure, the blade on the device would not retract after cutting the fascia. There was no injury to the pt. The procedure was prolonged by about one minute.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.